Manufacturer narrative:
At the time of initial reporting, the product in question had not yet been available to the manufacturer for inspection. As the product in question has since been received and examined by the manufacturer, the results of this examination are subsequently submitted in this report. For this reason, the contents of the following fields in this follow-up report have been supplemented or corrected: b3, b6, d9, g6, h2, h3, h6, h7, h11. All deviations found on this product (handle wheel of the openlock mechanism is slightly difficult to rotate, wear on threaded inserts of the product, wear on a threaded shaft of the torque screw of the product) are typical deviations resulting from insufficient care and/or lubrication of the product. The specified maintenance interval of one year was also exceeded by the customer by more than 2 years. The deviation of the handle wheel of the open-lock mechanism being rough to rotate is a typical sign of wear on the components of the mechanism. However, the mechanism can still be fully locked despite the slightly rough roatation. It is therefore not considered that this error could have contributed to the described inciedent. The damaged threaded inserts (helicoils) and the damaged threaded shaft on the product are also typical signs of inadequate care or insufficient lubrication of the features. The use of a damaged counterpart (e.g. Threaded rod with a worn/damaged threaded shaft) can also lead to damage to the thread interfaces. Requirements for proper lubrication of the product and for safety checks of all assemblies used, especially threads, are specified in the product's instruction manual. However, these damage could not have caused or contributed to the incident. All deviations found could not have gone undetected during regular routine inspection and maintenance. In summary, the product does not exhibit any malfunctions or other anomalies that would indicate to be a causative factor in regards to the incident reported. The customer's is advised of his obligations regarding regular maintenance by the manufacturer and proper care of the product. As none of the detected deviations are considered to have contributed to the incident, no causal link can be established between the skull clamp sent in and the described incident. Our experience is, that the pinning technique can contribute to a loss of pressure and/or slippages. In this regard, we refer to the corresponding information provided in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Manufacturer narrative:
The product reportedly involved in the incident described has not yet arrived at the manufacturer's service site for inspection at the time of this reporting. Any investigation results will be presented in a follow-up report after receipt and inspection.

Event description:
Distributor informed us on june 5 that one of our products was involved in a case in which the treated patient sustained a laceration.